Event description:
It was reported the patient¿s ¿stimulation changed and he lacked coverage.¿ it was further reported the ¿patient¿s pain had changed.¿ the patient¿s physician decided to revise the lead location as a result and place the lead ¿up a couple levels¿ in the spine. At the time of the revision procedure it was noted the patient¿s lead had impedances ¿>10k ohms when the lead was out of the epidural space.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported the patient experienced a 50% or greater symptom reduction with the event. The event was resolved following the revision procedure and the patient was receiving effective therapy at the time of this follow-up.

Manufacturer narrative:
Concomitant product: product ID 39565, lot # unknown, product type lead. (B)(4).

Event description:
Additional information clarified that the patient¿s lead was not replaced, only revised.